Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator misdiagnosed true ventricular tachycardia as supraventricular tachycardia and it did not deliver therapy. The ventricular tachycardia self-terminated. Programming changes were made. The patient condition was unknown.